Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081) as found condition: the axium device and echelon-10 micro catheter were returned for analysis within a shipping box and two sealed plastic biohazard pouches. The axium device was returned further within its introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath or axium pusher. The axium implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament unbroken. Conclusion: based on the device analysis and reported information, the customer report of ¿coil stretch¿ was confirmed. Possible causes for coil stretching include, but not limited to, lack of hydration before procedure, user does not maintain sufficient continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances/retracts the coil against resistance. Customer reported vessel tortuosity as normal, and devices were prepared and flushed per IFU. The likely cause could not be determined. It is not clear whether the echelon was replaced with a new device after the tip damage was found, therefore, it is not known if the returned echelon was used with the returned axium device. This event is reported at this time based on analysis findings which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured internal carotid artery aneurysm with a max diameter of 7mm and a 5mm neck diameter. It was noted the patient's blood flow was normal, and vessel tortuosity was normal. The access vessel was the femoral artery, with an unknown diameter. It was reported that after the echelon microcatheter was shaped, it was found that the tip of the microcatheter was damaged. It was also reported that the axium coil was stretched and replaced. After devices replacement, the surgery was successful. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received. The cause of the catheter damage and the coil stretch was undetermined. No issues were found that resulted in the damage. It was unknown whether the tip damage type or if any friction or difficulty was observed during the procedure.